Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: wolverine cb mr, ous 15mmx2.50mm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole (dual pinhole spray) located approximately 5mm distal of the proximal markerband at the proximal edge of a blade . An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine label specification. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found no kinks or damage tom the hypotube or shaft of the device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified mid left anterior descending artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon third inflation at 12 atmospheres. The device was removed without any issues. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified mid left anterior descending artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon third inflation at 12 atmospheres. The device was removed without any issues. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.